Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; d4; d9; e1; g3; h2; h3; h4; h6; h10 and h11. One complaint sample was evaluated, and the reported event was confirmed. Visual inspection confirmed that the one returned screw has fractured (0001032347-2025-00454). The customer reported two screws and only one was returned. The screw was analyzed using an optical microscope scanning electron microscope with x-ray spectroscopy (eds). The cross-drive screw fracture surface displayed fracture features that indicate a suspected torsional overload mode of fracture. Semi-quantitative eds revealed that the elemental composition is consistent with ti-6al-4v, titanium alloy. For the screw that was not returned no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in colombia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of a straight plate, two screws fractured. There was no known impact or consequence to the patient at the time of this report. Attempts have been made, and no further information has been provided.